Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level started at 80 mg/dl and took glucose tablets to treat. Afterwards, his blood glucose level went up to 100 mg/dl. After eating, the customer guessed the carb amount and later on his blood glucose level was 307 mg/dl. When the customer checked later it went up again to 310 mg/dl. The customer's symptom included eye problems. The customer treated with the insulin pump. The customer completed most troubleshooting, except declined to check for the bolus wizard settings and to perform the high pressure test. Nothing was replaced or returned.